Event description:
It was reported that the pulse generator exhibited no telemetry and could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found the pulse generator in backup operation with the product code intact, but the model and serial numbers scrambled. After a device download, normal function ensued.